Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. After a non-bsc guide wire crossed the lesion a 3.00 x 12mm synergy¿ stent was advanced but failed to cross an implanted stent. The shaft broke after continuous attempts to advance the device. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found a hypotube kink at 213 mm from the distal end of the strain relief as well as a hypotube break at 229 mm distal from the distal end of the strain relief. The type of damages noted on the hypotube shaft most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. After a non-bsc guide wire crossed the lesion a 3.00 x 12mm synergy¿ stent was advanced but failed to cross an implanted stent. The shaft broke after continuous attempts to advance the device. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.